Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation a ventilator inoperative error code was discovered in the bipap a40 pro device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device's main circuit board needs to be replaced. Additionally, a coin cell voltage out of range was also observed. The main circuit board replacement would correct this issue. This issue would not affect the device's ability to deliver therapy as designed. No components were replaced, the device is to be scrapped.